Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that there was a faulty ECG module. The device was in use at the time of the event; however, there was no patient harm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The customer took responsibility to have the device corrected/repaired by a third party.